Event description:
Customer's wife reported that she was unable to exit the bolus delivery screen. The wife then reported the act button was stuck and that the insulin pump was switching from the rewind complete screen to the bolus delivery screen without any touch from the customer. The customer's blood glucose was 207 mg/dl. The wife could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump received with an intermittent button, due to corroded keypad traces. No display ramping on it own anomaly noted. Insulin pump received with minor scratches on lcd window, broken reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).